Event description:
It was reported by service report that the side rail was unable to latch. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Latching spindle broken. Mfrs investigation is still ongoing; if additional info is received, a f/u report may be submitted.